Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 85% to 5% after being connect to a power source. The battery gauge then jumped up and down several times. The customer's blood glucose level was 204 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.